Event description:
It was reported via user facility submitted medwatch, that a pt became unresponsive during treatment and was transported to the hospital for emergency treatment. A followup with the pt's nurse was made. The pt's nurse stated that the pt was believed to have had a seizure during treatment. The pt remained in the hospital for 2 days and was discharged home. The pt returned to her clinic for dialysis treatment and continues to do well.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all info received to date. Based on the info provided, it is unk how the drug may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported event during hemodialysis treatment. A supplemental report will be submitted upon completion of the investigation. Please reference MDR #: 1713747-2013-99936, 2937457-2013-00180, 1713747-2013-00402, 8030665-2013-00583, 1225714-2013-02740, 1225714-2013-02741.